Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The patient indicated that the pain being treated with the evoke scs system has resolved, hence the evoke scs system was turned off. The physician suspected that the pain could be attributable to si joint and subsequently administered pain-relief injection in the vicinity of the cls implant site.

Manufacturer narrative:
Correction: section h - evaluation codes. Additional information: section b - date of event; event description. Section d - explantation date. Section g - date received by manufacturer; type of report. Section h - reason for non-evaluation. The cls was discarded. The root cause of the reported pain at the cls implant site cannot be definitively determined; however, the physician noted that the pain may be related to si joint and subsequently administered pain relief injection in the vicinity of the cls implant site. Additionally, the patient reported that the pain being treated with the evoke scs system has been resolved, hence the evoke scs system was turned off. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at the hardware implantation site and abnormal sensations or pain and the patient may require surgery (including revision, explant, and replacement) as a result¿. H3 other text: device was not returned to manufacturer.

Event description:
The patient reported the pain being treated with the evoke scs system had been resolved. An elective full system explant was performed.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - evaluation codes. The cls remains implanted. The root cause of the reported pain at the cls implant site cannot be definitively determined; however, the physician noted that the pain may be related to si joint and subsequently administered pain relief injection in the vicinity of the cls implant site. Additionally, the patient reported that the pain being treated with the evoke scs system has been resolved, hence the evoke scs system was turned off. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at the hardware implantation site and abnormal sensations or pain".